Event description:
On (B)(6) 2012, leica microsystems received a complaint stating that the illumination bulb of the leica m690 surgical microscope exploded. A pt was injured (burnt skin around neck and face) by the pieces of glass as a result of the bulb explosion.

Manufacturer narrative:
This is an initial report. On (B)(6) 2012, the halogen bulb exploded into several pieces of glass approximately at the end of a surgical procedure. The pt was injured by the pieces of glass, in particular, burnt skin around neck and face. Further investigation is still being conducted by the manufacturer. Once results or new information are obtained, a follow-up/final form FDA 3500a will be submitted.